Event description:
During the procedure flame was shooting from the male's mouth. At the time of this complaint patient is showing no harm. Surgeon did not notice any burn at time and the generator setting was 20.